Event description:
It was reported to philips that the system gave a remote alert indicating the system was unable to communicate with the geometry computer, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the cardiac and vascular procedure was completed after geometry functionality was restored, with an approximate delay of 20 minutes. The philips remote service engineer (rse) checked the system remotely with the customer and the customer stated that the system displayed ¿only partial geometry movement is possible.¿ the table and c-arm could not be moved. Multiple system restarts were required to restore geometry movement and continue examinations. The review of system log files showed malfunction of geo ipc with multiple communication issues. Upon troubleshooting, the rse found that the internal hard drive was not booting and the software failed to start. The customer replaced the geo pc bios battery and monitored the device for one week with no sudden shutdowns were detected. To resolve the issue, the field service engineer (fse) replaced the geometry pc, installed software and geometry tests were performed. The defective part was returned for further analysis. The supplier's part analysis conclusively determined the cause of the geo pc failure was due to wrong hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.